Event description:
It was reported a user experienced a communication disruption between the ilet pump and a dexcom g7 continuous glucose monitor (cgm) sensor, where the pump did not display glucose readings while readings continued on the dexcom app, and cgm data subsequently reappeared on the ilet during the call prior to troubleshooting. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of cgm signal to the ilet with no escalation of care and no hospitalization. User support included remote assessment, user guidance on pairing and connectivity, and confirmation of signal recovery. Investigation of this case revealed a transient communication loss between the ilet and the cgm transmitter without device damage or persistent malfunction, consistent with intermittent signal loss limited to the ilet interface. It was concluded, based on previously established findings for similar reports, that the cause was likely user-environmental or connectivity related and not a device failure.